Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date when trying to implant the patient, the matrix screw head that we are using fell/slipped through the hole in the plate. We used an alternative fixating the mandible. No surgical delay. The procedure outcome is unknown. No patient consequences. Concomitant device reported: unk - plates: matrixorthognathic (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device 1.85mm ti matrix screw self-tapping/6mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.